Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue, the cartridge alarm recurred, leading technical support to assist the customer in loading a new cartridge properly. However, as the issue persisted, it was decided that the pump would be replaced. The customer was informed about using manual daily insulin (mdi) as a backup therapy and instructed on how to prepare the pump for return. The pump, which was still under warranty, was to be shipped back to the company with a pre-paid label.